Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('bleeding') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, headache and umbilical hernia. Concomitant products included hydrocodone and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and dyspareunia ("dyspareunia"). The patient was treated with surgery (B)(6) 2013(total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage and dyspareunia outcome was unknown. The reporter considered dyspareunia, genital haemorrhage and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan on (B)(6) 2013: normal appearing uterus with essure in proper location. Concerning the injuries reported in this case, the following one were described in patient¿s medical record; pelvic pain, dyspareunia. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.